Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported possibly experiencing a syncopal event. The patient was reported to suffer from dementia making it difficult for the physician to confirm the patient's report. As no current remote interrogations were available, the physician requested a device interrogation, the results of which are unknown. No additional adverse patient effects were reported. This device remains in service per available information.